Event description:
Implants placed in 1985. Recent MRI shows ruptured implant. At time of surgery left implant ruptured and right implant intact. No identifying marks found at time of pathology review.